Event description:
As reported by hospital, the new 5f peelable sheath "is larger and is causing more bleeding, difficult to insert, painful for patients". Navilyst medical recently changed suppliers for this device. No used devices are being returned.

Manufacturer narrative:
Although no used devices are being returned for analysis, an investigation is being conducted into this reported event. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).